Event description:
As reported by user, "tech that was using device said that it was not alarming like the others they tried. The issues persist when disconnect from air."

Manufacturer narrative:
The unit was returned to sechrist for evaluation. The evaluation discovered that small amounts of debris were found within the reed cap. This debris lodged in the reed causing it not to sound as intended. Back flushing of reed and reed cap resolved the issue. The unit is now sounding as it should when alarm triggered. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventive actions are required. All complaints are trended by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file no. (B)(4).